Event description:
It was reported that quick close swedish adjustable gastric band (sagb) was explanted due to an alleged leakage. The patient (a youth) was reported to have been hit in the stomach during a fight. At this point it is unclear whether or not a replacement device was or will be implanted. There were no other reported patient complications.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time. Product has the same balloon component as sold in the us.